Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured june 23, 2018 to june 24, 2018. Three used samples were received for evaluation. Visual inspection observed the bags were leaking in the zip lock bag upon receipt. Functional testing was performed which revealed a spike port cap leak from all three samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.